Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header noted several electrocautery marks in the header and ICD case. The medical adhesive around the seal plugs and right atrial ring terminal block had been cut away. It was determined that the device had likely been sterilized in the autoclave prior to return, which had caused a milky appearance and adhesive separation around the device header. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests were performed and determined normal device function, and an e-gram that was performed during analysis was unable to reproduce noise. Analysis was unable to confirm the noise that caused pacing inhibition during the procedure, but it is known that even when electrocautery mode is enabled the defib detect circuit is still active and can contribute to the electrocautery being sensed.

Event description:
Boston scientific received information that during a change out for normal battery depletion this implantable cardioverter defibrillator (ICD) exhibited pacing inhibition for a few seconds during electrocautery. The patient was dependent, and it was noted that the defib detect circuit was invoked at the time of the inhibition. The device was explanted and replaced. No adverse patient effects were reported.